Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) a4 weight - correction a4 weight units - correction b5: describe event or problem - additional information h2 type of follow up: additional information/ device evaluation/ correction h3a: device evaluated by mfg- additional information h3b: evaluation included - additional information h6: additional information

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and fail. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.